Event description:
It was reported that dfts were being performed 3 months post implant. During dfts, the patient decompensated and dfts were stopped. The patient received an epicardial patch. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.